Event description:
The customer reported the au5800 clinical chemistry analyzer generated nineteen (19) false high erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride). The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the ise (ion selective electrode) module buffer valves malfunctioned on both cells. The fse replaced all buffer valves on both ise cells to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).